Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer informed they were told that the batteries have been discontinued. The rse advised the caller that batteries are not discontinued. Advised caller that it is advised to use genuine philips batteries as there have been several issues with the batteries that parts source is providing for the v60 unit. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.